Manufacturer narrative:
(B)(4). Reporter's phone number is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a primary hip replacement procedure, it was discovered that the power module device engine failed in the handpiece. It was further reported that when the surgery was started, the power module device top did not close. The power module device was checked to see if there was an obstacle, the power module device was then removed and it was identified that there was no obstacle inside. It was reported that after that, the power module device was inserted again and the power module device top did not close for that time also. The handpiece was closed without inserting the power module device and it was found that, without the battery device the top closed properly. The top was attempted to be closed three times with the power module device inside and the top did not fit. Since the power module device was not performing, the saw was not able to perform the osteotomy of the femur. There was no spare device available for use. Therefore, the incision was closed and the procedure was cancelled due to the lack of necessary medical equipment. It was reported that the surgery has been re-scheduled. However, the date of the re-scheduled surgery was unknown. There was patient involvement. The reporter was unable to provide information on the current status of the patient. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the power module was found to be defective and could not be charged. It was also noted that the liquid sensors are active which means that liquid had entered the module. It was noted that the housing was cracked, deformed and damaged. Therefore, the reported condition was confirmed. It was also noted that active liquid sensors suggest improper cleaning and maintenance. It was further noted that the power module was likely sterilized, immersed in water and improperly cleaned or stored. The assignable root cause was determined to be due to improper cleaning and maintenance which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: during subsequent follow-up, it was reported that the cover did not close because the battery was not completely lowered inside of the engine. It was further reported that while the engine was contaminated, it was tried to introduce the battery again but I could not enter. It was also reported that there was a lot more force on the pile and it finally came down. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Lot number was originally reported as 13076 on the initial report. It has been updated to 22198. Date of manufacture was originally reported as december 19, 2016 on the initial report. It has been updated to october 24, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.